Event description:
The customer reported that upon completion of the rf ablation procedure, when the pad was removed from the pt's anterior thigh, a burn was noted at the pad site. The size of the burn was 2cm x 2cm, degree unk. The customer noticed black patch on the pad.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.